Event description:
A patient reported blood glucose results of "273 and 117 mg/dl" with a lifescan meter and "140 and 98 mg/dl" on a laboratory device, respectively, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter is being replaced.